Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2019-02653. It was reported the patient had high impedances on both leads. X-ray imaging confirmed one lead had migrated on top of the second lead. Reportedly, the patient suffered a fall and does pilates. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2019-02653.